Manufacturer narrative:
An event regarding fracture involving a triathlon modified insert trial was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. Medical records received and evaluation: no patient information was provided. There is no indication patient factors contributed to the reported event. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the event could not be confirmed nor the root cause determined because the device was not returned for evaluation. If the device and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
During rom trialing and insert extraction a piece of the 6x11 ps insert trial broke off of the posterior medial corner. Dr (B)(6) had to retrieve the broken portion from the knee. We opened a new set of 3-6 ps trials to complete ltk.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
During rom trialing and insert extraction a piece of the 6x11 ps insert trial broke off of the posterior medial corner. Dr (B)(6) had to retrieve the broken portion from the knee. We opened a new set of 3-6 ps trials to complete ltk.